Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: the suction was not applied due to the use of a reservoir from another company. Because of that, it could not drain the fluid with a subcutaneous drain and resulted in a hematoma, and therefore there was no problem with our product. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number: unk. What was the volume of blood loss: unk. How was the bleeding treated please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure. The surgeon didn't think this event was caused mainly by drain, but the reservoir of the other manufacturer's malfunction. So the surgeon reluctant to tell us the detail information. Concomitant product: reservoir-non ethicon. No device is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a drain was used. There was a large blood vessel at the site where the trocar punctured the abdominal wall, and hemorrhage and hematoma occurred. Further details are not provided . No sample will be returned. Additional information has been requested.